Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
A patient reported they experienced the event of ¿found out about the risk of the specific cancer related to these implants I have decided to have them removed¿. Healthcare professional reported "pain, deformity and capsular contracture" baker grade unknown. The device has been explanted.